Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative found that the detector was out of alignment from the source. The detector was then aligned to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, following acquisition of a 3d image, the images restructured as duplicates and overlapping. The site elected to bring in a separate medtronic imaging system to complete the procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.